Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A medical assistant reported aspiration interruptions in the cortex mode during cataract surgery. Surgery was completed and there was no patient harm. The device did not show any system message. Technical services visited the facility and found in the log events the "advisory 190" message. Bag pressure assy (traceability 215-3344-001) was replaced and message was resolved. Additional information has been requested but not received to date. This is one of two reports being filled for the same facility. This file is for the first patient.

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative and the reported event was replicated. During the system examination, the company representative found in the log events a system message. The cable assemblies were replaced to address the issue. By replacing this part, the aspiration issues and the system message were resolved. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the system message (sm) can be attributed to multiple factors; including a drifting bag pressure sensor (bps), communication issues between the bps and fluidics printed circuit board (pcb), and insufficient bps calibration. In this case, the nonconformity was attributed to a nonconforming bps.

Event description:
The staff changed the cassette and restarted the system to complete the surgery. This was the last but one patient operated that day.